Manufacturer narrative:
Correction to b2. Outcome attributed to adverse event: only the "death" checkbox should be selected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: ezelsoy et al. Long term outcomes of freestyle stentless aortic bioprosthesis: a single center experience. Heart surg forum. 2020 feb 10;23(1):e034-e038. Doi: 10.1532/hsf.2661. Earliest date of publish used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term clinical results after freestyle stentless aortic root bioprosthesis replacement. All data were collected from a single center between january 2003 and december 2008. The study population included 77 patients (predominantly male, mean age 68.7 years), all of which were implanted with a medtronic freestyle stentless aortic bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 2 in-hospital deaths and 14 late deaths during the follow-up period (median of 11.2 years). Four of the late deaths were deemed valve-related and were attributed to endocarditis (n=2), thromboembolism (n=1) , and congestive heart failure (n=1). No further details were provided on these four deaths. Based on the available information medtronic product was directly associated with the four deaths. Among all patients, adverse events included: transient ischemic attack (n=4), moderate pleural effusion (n=2), superficial wound inf ection(n=2), bleeding (n=3) requiring surgical intervention, structural valve deterioration (n=3) with stenosis or regurgitation requiring a valve-in-valve procedure, and endocarditis (n=1) requiring reoperation to replace the aortic root. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.